Event description:
The customer reported having high blood glucose. The blood glucose level at time of the call was 163 mg/dl. The infusion set and the bottle of insulin were changed, but her glucose level still was high. Customer and her doctor requested to have a replacement insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.